Event description:
A patient reported that the battery draining faster than before, requiring charging every other day. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting for the issues experienced with the pump.